Event description:
Rptr's left breast hardened with capsules and lumps. Nipples of both breasts are sore and very sensitive, especially left breast pain and burning sensation. Left breast is also deformed compared to right breast with a pulling sensation. Rptr is depressed, fearful, and worried. (*)